Manufacturer narrative:
No add'l adverse consequences have been reported from this event. This device is used for treatment. The implant was requested for eval but was reported as discarded by the facility. No other similar complaints of implant completely dislodging where found. Mfg records were re-reviewed. Ifs implants passed all release requirements prior to distribution. Eval of an x-ray image shows a dislodged ifs implant where the hallux is pressing the toes laterally. Per the rep, present during the case improper surgical technique likely contributed to the event. The proximal end of the implant was not properly reduced. Improper engagement of the bars on the proximal part of the implant caused the implant to dislodge.

Event description:
On or about (B)(6) 2012, the pt underwent foot surgery, using an ifs implant for hammertoe. The pt returned to the physician five weeks post op. At this visit, x-rays were taken and revealed that the device was dislodged. A revision surgery using a cannulated screw was done.